Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead was not capturing. The lead was removed and replaced.